Event description:
It was reported that the patient had general neck swelling, difficulty breathing, and possible hypersensitivity after their absorbable antibacterial envelope (aae) was implanted, intubation was necessary. The aae was explanted and replaced with a new aae. Approximately fifteen minutes after the patient's pocket was closed they had general throat swelling and some difficulty breathing. Five days later, after evaluation, the second aae was explanted. It was also reported that the patient developed a hematoma after their implantable cardioverter defibrillator (ICD) was implanted. Four days after the ICD was implanted, the pocket was reopened and the hematoma was evacuated. No further patient complications have been reported as a result of this event.